Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing ipp was removed and a new one was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced total fluid loss due to a suspected pin-hole in the system leading to the replacement surgery. The patient did not experience any additional adverse events and full recovery is expected. No more information available at the moment. Should additional information become available, it will be provided.